Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Physician states that CT results show lead positioned left of mid-line. In turn, surgical intervention is pending.